Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 31-aug-2023 h6: investigation summary a device history record review was completed for provided material number 303262 and lot number 221202. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample and the affected physical sample were returned for evaluation by our quality team. Through examination of the sample, foreign matter was observed on the cannula component. The foreign matter was identified as epoxy, which is the glue used to join the cannula to the hub component. This type of issue would occur in the assembly process when the adhesive is added to the hub, most likely from a temporary stoppage in the process or from a malfunction in the epoxy dosage machine. A higher quantity of epoxy was added and a drop fell down onto the next cannula, resulting in the observed issue. H3 other text : see h10.

Event description:
It was reported that foreign matter was found in the bd microlance¿ 3 needle cannula before use. The following information was provided by the initial reporter: "before the cannula was used, contamination was discovered on the cannula body. The cannula was not used."

Event description:
It was reported that foreign matter was found in the bd microlance¿ 3 needle cannula before use. The following information was provided by the initial reporter: "before the cannula was used, contamination was discovered on the cannula body. The cannula was not used."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.